Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that upon removing the blue max 20 angioplasty balloon from the sterile package, there was a metal piece (stainless steel) inside the guide wire lumen of the balloon, sticking out of the tip. The piece retracted easily and when removed was approx 12 inches in length and .35 inches in diameter. The item was seen prior to use, was removed, and the lumen was flushed significantly with normal saline prior to being advanced upon a zipwire. The balloon functioned properly without any other incident. The procedure was successfully completed. "The balloon and balloon shaft remained completely intact and performed flawlessly." No pt injuries or complications were reported. Pt status is reported as "good".